Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported the patient's talus collapsed and was replaced with a total talus. No information is known about the original replacement surgery.